Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported single leaflet device attachment (slda) in this complaint appears to be due to patient morphology/pathology and due to very mobile long leaflets. The reported mitral regurgitation was likely due to the slda. Mitral regurgitation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, recurrent mitral regurgitation, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted small atrium and long mobile leaflets. On (B)(6) 2020, one clip was successfully deployed reducing mr to 1. On (B)(6) 2020, the patient returned for a followup and imaging showed that the clip had become detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Then on (B)(6) 2020, the patient was readmitted to the hospital and underwent a second mitraclip procedure for additional treatment. One additional clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.